Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No numbers scrolling up were noted. The insulin pump had minor scratches on the display window, a cracked display window corner, a broken belt clip slot at battery tube threads area and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump began alarming for a button error and that she was unable to clear the alarm. She stated that the escape and act buttons became unresponsive and that the numbers were scrolling without input during a bolus. The blood glucose reading was 142 mg/dl. Nothing further was reported.